Manufacturer narrative:
Control solution testing was conducted and results were out of valid range. Results was 140 for a range of 80 to 120.

Event description:
Customer reported receiving lab blood glucose results that were 70% lower than results received from the freestyle meter. Actual results were not provided. Customer tested on the palm at the base of the thumb.